Manufacturer narrative:
The pump was returned to animas and the evaluation revealed that the keypad was intact with no visible damage. The up, down and ok buttons required hard presses to respond. The keypad was removed and adhesive was observed under all button contacts.

Event description:
The patient's mother reported that the up and down arrow buttons were not responding on the keypad. The buttons have to be pressed multiple times to elicit a response from the keypad. The reporter denies damage to the keypad or exposure to water. The buttons feel normal and spring back.